Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.